Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning longevity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.41 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.